Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. The patient's lifevest was not returned for evaluation. No allegation that a device malfunction caused or contributed to the reported rash or patient death.

Event description:
A us distributor notified zoll that a patient reported a red rash under her breast on (B)(6) 2015. The patient believed the rash was due to the vest being too tight as she was retaining fluid. The patient reported that there was pus coming from the rash and that she had tried to contact her doctor but he was out of town until the following week. The patient stated that she was using a cream on the area, but only changing the garments when they got dirty. She was instructed by the distributor's customer service to change the garment every 1-2 days and to keep the area clean and dry. During an attempted follow up the patient's husband reported that the patient had passed away on (B)(6) 2015. He reported that the patient died in her sleep and was not wearing the lifevest. The husband reported that the patient had chronic heart failure and had been retaining fluid around her heart and her doctor was aware. The patient was uncomfortable due to the fluid retention and was not able to wear bras or the lifevest due to comfort. No allegation of a device malfunction.